Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause is a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that bronchovideoscope had an ultrasound plug unit not good causes image blackout. There were no reports of patient involvement.